Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a bolus after customer had also administered a manual injection of insulin. The customer's blood glucose (bg) level subsequently decreased to 42 mg/dl. Customer required assistance from paramedics in consuming ¿carb paste¿ to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.